Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sept2019. The field service engineer (fse) evaluated the device and could not duplicate the reported condition. The fse replaced the front bezel assembly, central processing unit (cpu) printed circuit board assembly (pcba), power management (pm) pcba, and blower motor controller (mc) pcba. To address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to customer for patient use. The remove components were received and tested. The reported condition was not duplicated. No product deficiency found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator does not power off normally. The customer reported that they had to remove the alternating power (ac) to shut the unit off. The ventilator was not in use on a patient at the time of the event occurred.